Event description:
In use, one encounters a leak between the hub of this needle and the luer tip of a syringe attached for the purpose of injecting medicaitons into the subarachnoid space. Even after having used a fair (and unaccustomed) amount of force to fit the needle and hub together, drops of cerebrospinal fluid + local anesthetic solution are seen to form at the syringe-hub interface and to be lost to injection. This has been the case with several combinations of needles and adaptors used to affix the syringe to the hub of the needle. It may be that the taper of the needle hub female component is within specifications for the luer connection standard but at the limit of tolerance for that specification. The taper of the luer syringes, which are also within the tolerance, may be at the other exteme limit of tolerance, thus allowing a small gap to exist in the interface. Whatever the cause, it is a problem that persists and needs to be remedied. Subarachnoid injectate volumes are usually quite small, and a drop or two of leakage represents, in some instances, a substantial and yet unmeasurable fraction of the intended dosage of spinal medication. Reporter thinks, they have seen efficacy and duration "failures" from this, though this cannot state that a pt has come to harm as a result. Such an efficacy or duration failure might, however, subject a pt to risks. These include discomfort, the risk of a second dural puncture to supplement the efficacy-failed spinal or of a general anesthetic to compensate for duration failure.